Manufacturer narrative:
The initial reported event of rising pacing impedance and high thresholds was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical product: 5554-53 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had rising pacing impedance and high thresholds. Initially the physician decided to monitor the lead. It was further reported that the rv lead had a possible fracture. The lead had an abrupt spike to high and undefined superior vena cava (svc) defibrillation coil impedance and the patient heard an alert. In addition, the rv defibrillation coil impedance had steadily increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.